Manufacturer narrative:
Qn# (B)(4).

Event description:
There was no patient involvement. It was reported that the staff received the message "battery inoperative".

Event description:
There was no patient involvement. It was reported that the staff received the message "battery inoperative".

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "battery inoperative" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.